Event description:
It was reported that the insulin pump alarmed low reservoir. Customer's blood glucose reading was 206 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test and self test. The device was monitored and functioning properly. No iop test failure at 10:01 am alarms noted. Low reservoir alarm function properly during test. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.